Event description:
It was reported that the patient presented complaining of diaphragmatic stimulation traced to the left ventricular (lv) lead. The lv lead was noted to stimulate the diaphragm at initial programming. The physician was able to reprogram the lv lead to eliminate the stimulation. The lv lead remains in use. The patient is participating in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407652 implantable pacing lead, implanted: (B)(6) 2013; product ID 6935m62 implantable tachy lead, implanted: (B)(6) 2013; product ID dtbx1qq cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. (B)(4).